Event description:
This rv lead was dislodged one day after implant. During the revision procedure the lead could not be inserted completely in the pacemaker header. The physician tried 3 different torque wrenches without success. The pacemaker was replaced. The disposition of the lead is unknown. No explant or capped date was provided.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.